Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer¿s blood glucose level was 450 mg/dl at the time of incident. It was unknown that the auto mode feature was active at time of high blood glucose event. Customer was performed usual delivery but blood glucose value was not decreased. Customer was not assisted troubleshooting for high blood glucose level. No further patient complication were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.